Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported by the child's care taker that the child fell and showed an evident history of trauma. Since then the child had trouble in hearing.